Event description:
A supplemental report is being submitted due to completion of the investigation on 10-jul-2025.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2272626 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2272626. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. With the limited information provided, a possible root cause could be attributed to tortuous patient anatomy, which may have resulted in a build-up of pressure causing the device to kink leading to the deployment difficulties reported. Another possible root cause could be attributed to tight stricture which could have cause a build-up of pressure when trying to deploy the stent which would have caused the sheath tube to separate from the shuttle cap. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Multiple attempts were made to gather additional information however the customer could not provide additional information. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation the evo-fc-10-11-6-b device of lot number c2272626 involved in this complaint was not returned for evaluation. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Sheath failed to move upon attempt to deploy the stent.